Manufacturer narrative:
Results of investigation: a vyaire certified service technician was unable to verify the customer's reported issue. The device passed 113.8 hours of extended bench testing at the customer's settings. The device passed all testing and met all vyaire manufacturer specifications. A review of the event trace revealed "ventilator reset alarm" conditions followed by "inop" alarm conditions. The service technician replaced the main board as a pre-caution.

Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. At this time, the suspect device is currently being evaluated by vyaire. When the results of investigation are available, a follow up report will be submitted.

Event description:
It was reported to vyaire that the revel ventilator shut down while connected to a patient. The patient was immediately removed from the ventilator and provided positive pressure ventilation via manual resuscitator for the remainder of the flight. The customer confirmed that there was no patient harm associated with the reported event.